Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported patient was injected to the dark circles and lacrimal groove with juvéderm® volbella¿ with lidocaine. A year after injection patient developed edema. The patient has had "no other treatment performed in the site" and "denied infections/inflammations or use of medications." Patient "referred physical activity as precipitant factor." Symptoms are ongoing.

Manufacturer narrative:
Additional information: age/date of birth, describe event or problem, relevant tests/lab data, other relevant history, concomitant medical products.

Event description:
Additional information provided by reporting healthcare professional: patient started a diet and physical activity 2 months prior to the first episode. One of the patient's episodes "involuted fast without oral medication" and the other episode was treated with a cycle of oral corticoid and symptoms resolved in 3 days.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information received from reporting healthcare professional: patient had "two episodes of edema in the bilateral anterior malar region, in a little lower area that the area treated with juvéderm® volbella¿ with lidocaine one year ago". Both episodes were treated with oral corticoids with significant improvement after 3 days. The physician is "investigating autoimmune diseases in the patient because, initially, no possible triggering factor of the process was identified." Patient has been asymptomatic for one month.